Event description:
It was reported that the patient had a pocket revision due to feeling discomfort from her scs ipg. Surgical intervention took place on (B)(6) 2023 where the ipg was implanted deeper to address the issue.

Manufacturer narrative:
Date of event is estimated.